Manufacturer narrative:
A philips field service engineer (fse) spoke with the customer onsite to evaluate the device in question. The fse indicated during an evaluation that the customer had multiple cordless and corded transducers undocked from the system. The fse explained to the customer that both cordless and corded transducers could not be undocked from the system simultaneously. The fse instructed the customer to dock all cordless transducers when using corded transducers. The customer issue was resolved, and additional education was provided to the onsite staff.

Event description:
Philips received a complaint on the avalon cl base station indicating the system produces an inaccurate intrauterine pressure measurement. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.